Manufacturer narrative:
Inspection of the device did not find any issues that would result in leaking. The fluid path was inspected and no signs of leakage were observed. The exposed portion of the soft cannula was observed to be kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device.

Event description:
It was reported the patients blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod between 24 and 36 hours. As treatment, a new pod was placed.